Event description:
Hosp reported that a 250 cc bag of normal saline was hung and the rate was set at 150 ml/hr. It was observed after 220 ccs had been infused that the circulation was cut off, swelling was present, the hand was blue and the skin was tight. The pump did not alarm. The pt's arm was elevated, warm compresses were applied. There was no tissue damage and there was capillary refill.